Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced high blood glucose readings labeled ¿high¿ on the ilet after a full supply change with a steel cannula infusion set and 23-inch tubing, with no observed leaking or site issues; the user suspected suboptimal infusion site placement and had been in a car for several hours before changing the set. Symptoms included hyperglycemia without reported illness or other adverse symptoms. Outcomes included user self-monitoring and education on allowing time for glucose to decline after a supply change, with no alarms, no hospitalization, and no follow-up requested. Investigation included customer care troubleshooting and education with review of infusion site and supplies. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.